Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0yxy3, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had back and shoulder pain. Sometimes when she leaned over to take care of flowers, she felt a pull down where the leads were. In (B)(6) 2016, she was moving furniture and thought it was okay until she later started having more back problems. The implantable neurostimulator (ins) stuck out more than it did, but the patient said it still gave signal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the back, shoulder pain and pulling in the lead location is much better, she thinks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.